Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield 2000 radiolucent headrest system was in use when the pt's head dropped. The pt incurred a laceration. Add'l info has been requested.